Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 28-sep-2022 h.6. Investigation summary: it was reported there was residue on the inside of the syringe. To aid in the investigation, two samples and five photos were provided for evaluation by our quality team. One sample came in a sealed packaging blister and the other sample came in an opened packaging blister. A visual inspection was performed and both samples have embedded degraded resin in the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The five photos provided show the samples received. A device history record review was completed for provided material number 302830, lot number 2152001. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escapes of the embedded degraded resin defects. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that foreign residue was found inside the bd luer-lok¿ tip syringe when removing it from the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the syringe contained residue on the inside of the syringe when removed from the sterile packaging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign residue was found inside the bd luer-lok¿ tip syringe when removing it from the packaging. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the syringe contained residue on the inside of the syringe when removed from the sterile packaging."